Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer's blood glucose was 424 mg/dl at the time of event. Mode of treatment for high blood glucose level was unknown. Customer had been using the insulin pump system within 48 hours of reported high blood glucose event. Customer stated that they changed the battery and reset the numbers but then was unable to get out of history section and back to the home screen. Customer stated that the insulin pump stopped working. The insulin pump will not be returned for analysis.